Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. Their trial started on (B)(6) 2026. It was reported that there was a broken lead, lead damaged, or lead cut. The bulb at the end of the lead was damaged and unable to fully deploy the pne lead. The cause of the issue was unknown. The lead was replaced with a new one. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# (B)(6) implanted: (B)(6) 2026 explanted: (B)(6) 2026 product type screening de vice section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: (B)(6), ubd: 26-jun-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.